Event description:
A (B)(6) customer received high out of range control results of 17.2 and 16.8mmol/l on the contour next usb meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control information was not provided but the meter information was given. It was requested the control be sent back for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.